Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed; however, the feet of the device were noted to be in back wall of appendage leading to a pericardial effusion and cardiac tamponade. The effusion was drained via pericardiocentesis. The device release criteria was checked and the device was released. Heparin was reversed. The patient is doing well, the drain was removed and she was discharged.